Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: h3: analysis of the 97745 controller (ptm) (s/n (B)(6), revealed cracked/scratched/worn front case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that controller wasn't working, and that they had a belt, recharger and controller replacement. Patient reported that replacement resolved the issues charging.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported controller is blank and unresponsive. Agent attempted to collect event date, pt was unclear. Agent had pt reset controller and plug to wall without li bp, it remained blank. Pt confirmed ac power supply has a green light. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt called back stating they thought they were getting a battery pack but got a controller and it is not working. It said battery empty. Reviewed to plug the controller in the wall. The green light was blinking. The controller was prompting pt to set up for implant. Reviewed to charge the controller first. Called pt back and assisted with pairing. Pt got no device found. Reviewed to charge the implant and then turn stim on. Pt was able to get to charging screen but kept getting poor recharge quality. An email was sent to repair to replace the recharger. Patient called back from number registered saying they got the replacement controller and recharger from this case, but it is still not working and they think they need the battery pack. Patient clarified the implant battery is empty, but they keep getting poor quality when trying to charge. Patient confirmed no falls recently. Patient was getting poor quality during the call as well, even when recharger was held away from them. Agent had patient reset controller and confirmed they were using all the correct equipment. Agent then had patient enter passive recharge mode to find the best position for the paddle and after getting middle number 94 and keeping paddle in that same spot, patient was able to start charging on excellent (controller 80%, implant red). Patient was still charging on excellent after a couple minutes, but said controller had decreased to 70% (started at 100% earlier this morning) and implant was still red. Agent reviewed to continue charging the implant and agent would call patient back after a bit to see if the battery had increased in charge. When agent called patient back after 15 minutes, the implant had increased to 30%. Agent reviewed recharging was working as intended and to continue charging the implant. Agent reviewed how to turn stim back on using top white button. Pt called back stating that it wasn't working and that they needed a battery pack. Pt said that the controller said battery empty when they were trying to recharge the ins; further screen details asked/unknown. Pt mentioned that they were sent a replacement controller and replacement recharger before. Pt said that they saw that the stimulation was off. Agent reviewed with the pt how to turn the stimulation on using the white button on the top of the controller. Agent had the pt open up the batteries screen. The controller was at 80% and the ins was at 30%. Pt saw recharging excellent indicated with the controller light flashing green. Pt noted that this morning the ins battery was at nothing when they started recharging the ins. Pt said that it would take two to three hours to charge the ins and that sometimes it wouldn't work at all. Pt said that they were tired of this. Pt said that hcp would not be happy when they told hcp that it wasn't working. The ins remained charging with excellent quality to the end of the call. Agent advised the pt to monitor the equipment/ins recharging and call back if needed. Pt said that the issue started probably about three weeks ago.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: nld139693n); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.